Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was not working properly and was dropped 2 days back. Customer's blood glucose level was 420 mg/dl at the time of incident. Customer was treated with manual injection and blood glucose level was 225 mg/dl. Customer performed high pressure test and they received insulin flow blocked. Customer performed displacement test and received no reservoir detected. Insulin pump did pass self test. No harm requiring medical intervention was reported. The device will not be returned for analysis